Event description:
Caller reported a cartridge alarm 20 occurring during the load process. No adverse impact was reported to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted by technical support to load a new cartridge, but the alarm recurred, preventing the resumption of insulin therapy. Consequently, technical support decided to replace the pump and advised using multiple daily injections (mdi) as a backup therapy. The customer was informed about the steps to return the defective pump and required training for the replacement pump, which was sent with updated software. The customer acknowledged all instructions and agreed to complete necessary training.